Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 during dwell 2 of 8 on the home choice (hc). The home patient (hp) check the lines and bags and found that one of the supply bags had not been connected properly and the connection was loose. The technical service representative (tsr) instructed the hp to cycle the power off/on to clear the se 2240 and the se 2367 ending therapy. The tsr instructed the hp to disconnect using aseptic technique and removed the cassette. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 was due to air being sucked into the disposable because there was a loose connection between the line and supply bag. This is a use error that can cause system error 2240 alarms. The home patient (hp) checked the lines and bags and found that one of the supply bags had not been connected properly and the connection was loose. This issue is being investigated through CAPA.